Event description:
It was reported that after an unspecified surgical procedure it was observed that when the small battery drive device was turned on it would make a violent, loud sound, not slow, and the trigger was stuck. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the small battery drive device would make a violent, loud sound, not slow, when turned on was not confirmed. The device was visually inspected, and it was found that the device passed visual inspection. During the assessment in the service center and the review of the video provided it was found that the triggers were not moving smoothly. It was further determined that the device failed pretest for check for sticky triggers. The assignable root cause of the condition of the sticky trigger was determined to be due to premature wear. Further tests were performed to check if the device is producing excessive noise. The device was run based on the duty cycle from the instructions for use (IFU) and tested with a decibel meter and was found that it not producing any excessive noise. Therefore, the reported failure of noise was not confirmed, and an assignable root cause was not determined.